Manufacturer narrative:
Evaluation summary: the scope was repaired by the third party. And confirmed, that the light guide cable fractured. Based on the result, we concluded, that it was caused, due to the excessive bending angle applied to the light guide cable. Correction information: h6: coding changed, based on the investigation result. Additional information: d8: this device was serviced by a third party.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The user found that the image was dark, which affected observation and had the risk of misdiagnosis. This event occurred at the time of during use. There was no report of patient harm.